Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13234. During a clinic follow-up, episodes of post-paced t wave oversensing (pptwos) were noted on the device, potentially due to fusion beats. A loss of capture was noted on the left ventricular (lv) lead. Technical support was contacted and recommended reprogramming. No intervention was performed at this time and the patient was stable and will continue to be monitored.